Event description:
Pt had initial breast implantation in 1989. Developed symptoms including fatigue and arthralgia. Symptoms and suspected rupture necessitate removal. Upon removal rupture of left implant was confirmed.